Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded photos to jabil where a visual inspection of the returned device was conducted. The affected part was not returned to jabil monument. A photograph was provided that displayed the visual evidence. The photo evidence provided revealed that the cranial-ser plusdrive 01.6 self-drill l4 package was labeled on both sides, had no holes or damage, all seals were intact, and there was no product contained in the package. Per the complaint and accompanying photo evidence, the complaint condition was confirmed as a non-sterile package with missing product. The affected part was not returned to jabil monument, and the condition was confirmed based on the images provided and attached above. A dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l4 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Drawing/specifications reviewed 400_834 rev d current and manufactured. Dimensional inspection: n/a. H4, h6 manufacturing location: monument, manufacturing date: 30-sep-2022, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: 2287p32 (non-sterile). Two pieces were scrapped at op #90, pack/label, for quantity under-count. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, inspect dimensional, ns351689 rev h, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿received short stock of product¿ does not indicate breakage of the screw or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device . Visual analysis of the photo revealed that cranial-scr plusdrive ø1.6 self-drill l4 the top side with he label of the was observed at the top side with the label. Picture of the bottom side was not provided to confirm the content inside the packaging. Visual analysis of the photo revealed that cranial-scr plusdrive ø1.6 self-drill l4 was not observed, since only was noted the top of the bag packaging with the label. Picture of the bottom was not provided to confirm the content inside the bag, therefore with the provided evidence is not possible confirm the alleged reported condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed or cranial-scr plusdrive ø1.6 self-drill l47. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 manufacturing location: monument. Manufacturing date: 30-sep-2022. Part number: 400.834, ti low profile neuro screw self-drilling 4mm. Lot number: 2287p32 (non-sterile). Two pieces were scrapped at op #90, pack/label, for quantity under-count. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, inspect dimensional, ns351689 rev h, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿received short stock of product¿ does not indicate breakage of the screw or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in india as follows: it was reported that they received a short stock of product source-cs. This details are not related to the patient. As the screw packet received to cosmos dealer was empty with seal pack so we have returned it back. There is no involvement of any surgery or patient. This report is for one (1) cranial-scr plusdrive ø1.6 self-drill l4. This is report 1 of 1 for complaint (B)(4).